Event description:
Information received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch mechanism was sticking. The technician removed, cleaned and re-installed the siderail latch mechanism to repair the bed.